Manufacturer narrative:
(B)(4).

Event description:
It was reported that the helix was unable to be extended during the implant procedure. The physician elected to implant a different lead instead. The patient was stable.